Manufacturer narrative:
This product was being used for treatment, not diagnosis. No patient injury was indicated, no follow up care was needed as a result of this event. A review of complaint history indicates this is the first report for this product lot. A review of the "instructions for use" warnings include but are not limited to; components should be inspected before, during, and after use for damage and to discontinue use if damage is verified. Excessive pressure to blade may cause bur fracture. Should a blade fracture occur during use, extreme care must be exercised to ensure that all fragments of the blade are retrieved and removed from the patient. Unremoved blade fragments may cause tissue damage to the patient. All portions of the blade were returned indicating no fragments were left in the patient. Visual inspection under a microscope showed heavy wear marks around the circumference of the inner blade, hyper extension of the inner spiral wrap, and the indentations on one side of the outer hub (opposite of the radius) where the blade locks into the handpiece are all indications of excess pressure being applied during use. Dimensional inspection showed that a 12 mm section of the outer blade tip became detached at the end of the spiral wrap.

Event description:
During fess surgery, the blade tip broke and was easily removed from the nose.